Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection identified a crack male luer lock. The reported condition was verified. The cause of the condition could not be determined; however, as a precaution, the supplier of the male luer was notified of this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the continu-flo solution set was cracked. The crack was identified during infusion on a sigma spectrum infusion pump. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.